Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as a rash. The patient's doctor recommended the patient use lotion to the area. There is no alleged deficiency. There is no information as to the patient's medical outcome. Based on the low severity of the skin irritation, there is no indication the patient sustained a serious injury.